Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the clearlink valve (y-site) of a clearlink system continu-flo solution set . This was observed at the hospital during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which observed the tubing was separated from the y-site clearlink in the downstream part. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.